Manufacturer narrative:
The issue was investigated in detail. The investigation of the log files did not show any issues during neither system startup nor standby. Therefore, according to the log files, the described movement could only be initiated by button or joystick. However, for the axiom luminos drf with version vc10r, it is not possible to determine whether the movement was initiated intentionally by operator or by sporadic hardware failure. The issue could not be reproduced at the user facility. The tableside control was preventively replaced and returned for further investigation. All buttons were tested and found to be fully functional. The component was checked for any loose contacts; no failure could be determined. The tableside control was then installed at test lab, however, no failure or malfunction could be identified. The spare part consumption of the tableside control was checked and shows low values that are below the defined threshold. This report was submitted march 5, 2018.

Manufacturer narrative:
Exemption number e2017017. The investigation is on-going. The axiom luminos drf system is equipped with emergency stop button to stop all system movements. A supplemental report will be submitted if additional information becomes available.

Event description:
It was reported that the customer was raising the table of the axiom luminos drf system during a patient exam when it continued to tilt. The customer released the control button to secure the patient, however, the table continued to move. The customer pushed the button to tilt in opposite direction and the movement stopped. There are no injuries attributed to this event.